Manufacturer narrative:
(B)(4).

Event description:
It was reported that on, on (B)(6) 2010, per billing records, patient underwent radiologic examination of ribs. On (B)(6) 2011, per billing records, patient underwent radiologic examination of complete shoulder and cervical spine. On (B)(6) 2011, per billing records, patient underwent radiologic examination of shoulder. On (B)(6) 2012: the patient presented for an office visit and was diagnosed with lumbar stenosis and radiculopathy. The patient underwent bilateral eye exam prior to MRI. Impression: no metallic or radiopaque foreign body seen in the orbits. On (B)(6) 2012: the patient was diagnosed with re-herniated with lumbar disc. On (B)(6) 2012, per billing records, patient presented for follow-up visit. On (B)(6) 2013, per billing records, patient underwent CT of abdomen and pelvis with contrast. On (B)(6) 2013: the patient also underwent MRI of the lumbar spine. Impressions: post operative changes with enhancing granulation tissue most prominent on the right at l3-4. On (B)(6) 2014, per billing records, patient underwent CT of head or brain with contrast. On (B)(6) 2014 the patient was diagnosed with chronic back pain. The patient underwent x rays of the lumbar spine due to lower back pain and injury. Impression: 40% anterior wedging of t12 of unknown age is seen that has developed since the previous of (B)(6) 2012. It has some sclerosis suggesting it has been present for a while. Previous laminectomy overlying l4 and l5 and facet screws at the l3-l4, l4-l5 and l5-s1 levels are again seen. On (B)(6) 2014 the patient underwent MRI of the lumbar spine. Impressions: late subacute or chronic compression deformity of t12 vertebral body with approximately 40% loss of height anteriorly and with 3 to 4 mm retropulsion of the posterior superior plate of t12 into the spinal canal without significant central canal stenosis or cord or conus impingement. Preoperative changes of posterior decompressive laminectomy from l5 to s1. Susceptibility artifacts over the lamina and facets and neural foraminal regions from l3 to s1. Scar tissue versus posterior central and right paracentral disc herniation or disc osteophyte complex at l3-4 facet arthropathy with moderate proximal right and mild proximal left foraminal narrowing l3-4. Bilateral facet arthropathy with very mild left greater than right l4-5 foraminal narrowing. Scar tissue versus small posterior central disc herniation. Susceptibility artifacts in the region of bilateral l5-s1 neural foramina related to postoperative status. Bilateral facet arthropathy and posterior scar tissue or a small posterior disc osteophyte complex slightly eccentric to the right at l5-s1 with mild to moderate bilateral foraminal narrowing, which may be accentuated. On (B)(6) 2014 the patient presented for an office visit and was diagnosed with back pain. The patient underwent x rays of the lumbar spine due to back pain. Impression: no change from prior study. On (B)(6) 2015 the patient was diagnosed with neck and arm pain. On (B)(6) 2015 the patient underwent CT scan of the lumbar spine due to low back pain that radiates down his left leg, left thigh numbness and popping in his back. Impressions: interval development right lateral disc herniation l5-s1 with effacement of ventral epidural fat and mild to moderate right foraminal compromise. Spondylosis cause mild to moderate right and mild left foraminal compromise at l3-4 as well as mild to moderate bilateral foraminal compromise at l4-5. Interval 30% compression fracture t12 since 2013 with normal marrow signal in the current exam and no retropulsion of fracture fragments. On (B)(6) 2015 the patient underwent MRI of the right shoulder. Impression: inflammation of the tendon sheath of the long head of the biceps with inflammation extending distally suggesting trauma to the musculotendinous junction of the long head of the biceps without gross retraction of the tendon. Tendinosis distal rotator cuff with partial thickness tearing that is low grade. Glenohumeral joint effusion.

Event description:
It was reported that (B)(6) 2009: patient underwent x-ray of chest (2 view) and has symptoms of shoulder instability and hypertension. Impression: no evidence of acute cardiac or pulmonary disease. Patient presented for pre-op evaluation. On (B)(6) 2009: patient was admitted to hospital with diagnosis of right shoulder instability. Patient had constant pain and that is worse at night and increases with certain range of motion exercises. He also complains of intermittent numbness and tingling in his right upper extremity. Review of system was positive for joint pain. Radiographs reviewed today and five views of right shoulder shows that he had a significant hill-sachs deformity. MRI reviewed on (B)(6) 2009 showed abnormality of superior labrum as well as a hill-sachs deformity. Patient presented with preoperative diagnosis of recurrent anterior instability of the right shoulder and underwent following procedures: right shoulder arthroscopy and circumferential debridement of the labrum; revision anterior labral repair. The patient tolerated the procedure well and was transferred to the recovery room in stable condition. There were no patient complications.

Event description:
It was reported that on (B)(6) 2013: the patient presented underwent x-ray of lumbar spine due to low back pain. Impression: no acute abnormality or subluxation. On (B)(6) 2013: patient presented due to low back pain radiating down both lags, left worse than right, with numbness since surgery. No known injury. Impression: post-operative changes with enhancing granulation tissue mast prominent on the right at l3-4. On (B)(6) 2015: the patient called and stated that he had back pain with radiculopathy. On (B)(6) 2015: patient presented for office visit. Impression: lower lumbar spondyloarthropathy, paracentral disc herniation at l3-4, that impinges right sided nerve roots and significant central stenosis and disc bulge at l4-5 also resulting in central stenosis. On (B)(6) 2015: the patient underwent radiological test of the lumbar spine. Impression: post-operative changes with enhancing granulation tissue most prominent on the right at l3-4. On (B)(6) 2015 the patient underwent MRI due to popping and clicking and grinding, a lot of pain, left leg numbness and tingling, pain and spasms in bilateral hips.

Event description:
It was reported that on, (B)(6) 2006 patient underwent addendum to MRI of right shoulder. Impression: note made of fracture of the inferior gleuoid, which may actually extend from the posterior to the anterior aspects of the glenoid. CT has been requested follow up evaluation. On (B)(6) 2006 patient underwent CT right shoulder with 3-d reconstruction. Impression: no demonstrable fracture of the inferior glenoid as suggested on MRI. MRI findings might represent injury to the anterior inferior glenoid labrum without apparent bony abnormality. Sufficient symptomatology with these findings may be benefited by reevaluation of the shoulder with MRI with contrast material instilled within the joint for an mri0-arthrogram. On (B)(6) 2006 patient underwent addendum to CT right shoulder following shoulder CT. On (B)(6) 2006 right shoulder recurrent dislocation. Impression: evidence of anterior shoulder dislocation with a large hill-sach's lesion, possibly a loose body is noted. The shoulder is clinically relocated at this time. Seizure disorder of unknown etiology. On (B)(6) 2006 patient underwent the following procedures: examination under anesthesia, diagnostic arthroscopy of the right shoulder. Arthroscopic extensive debridement of the labrum to include a pedunculated labral tear. Debridement of the posterior hill-sachs lesion of the humerus. Arthroscopic bankart repair. Due to the preop diagnosis of right shoulder dislocation after seizure, anterior. On (B)(6) 2006, patient presented due to right shoulder arthroscopic bankart repair. Impression: stable status-post surgery. On (B)(6) 2006 patient presented due to right shoulder arthroscopic bankart repair. Radiographs: x-rays show good alignment and position of the glenohumeral joint. He is neurovascular intact. He docs exhibit an unintentional tremor. On (B)(6) 2009 , the patient presented for assessment of x ray . Impression ; instability of right shoulder. (B)(6) 2009, the patient presented for arthrogram of shoulder. (B)(6) 2010 patient presented for an office visit due to "htn, hx of rt hand fx, anxiety, adjustment disorder" (B)(6) 2010, patient presented for an office visit (B)(6) 2010 patient presented for an office visit due to anxiety. (B)(6) 2010, patient called for medication refill. On (B)(6) 2010, patient presented for an office visit due to pain in ribs on right side. On (B)(6) 2010, patient called for medication refill. On (B)(6) 2011 patient presented for an office visit due to toothache. On (B)(6) 2011 patient called for medication refill. On (B)(6) 2012, the patient underwent CT lumbar spine w/o contrast. Impression: mild narrowing of the neural foramina at l5-1. At l3-4 level there is diffuse disc protrusion. At l4-5 there is asymmetric moderate diffuse disc protrusion. On (B)(6) 2012 patient presented for an office visit due to htn, anxiety, asthma. On (B)(6) 2012 patient called due to "pain, switched pcp". On (B)(6) 2012 patient presented for an office visit due to back pain due to 4 herniated disks in back. On (B)(6) 2012 patient called for medication refill. On (B)(6) 2012 patient called for medication refill. On (B)(6) 2012: the patient presented with pre-op diagnosis: re-herniated lumbar disc. Lumbar radiculopathy. Procedure performed: re-exploration of lumbar laminectomy. Removal of extrude graft on the right l3-4 level. Right l3-4 foraminotomies. Left l3, l4, l5 foraminotomies. Implantation of duragen to minimize scar formation. Per op notes, the incision was made on the back and l3 level was identified. The curette was then used to remove scar tissue. Thecal sac was then mobilized and extradural extruded graft material and disc was identified. This was then removed to decompress the thecal sac. The disc space was then re-explored and a right lateral discectomy was then performed. . The end plates were removed . The disc space was flushed with bacitracin soaked solution and all the residual compression over the thecal sac was removed. Following this, a foraminectomy of the l3 nerve root and the l4 nerve root on the right side was completed (B)(6) 2012 patient presented for an office visit. On (B)(6) 2012 patient called for medication refill due to headache med. On (B)(6) 2012, patient presented for an office visit. On (B)(6) 2013, the patient presented with back pain radiculopathy and underwent MRI spine lumbar . On (B)(6) 2013 patient called to get a second opinion about his back. The patient had MRI of l3-4. On (B)(6) 2013 patient presented for an office visit due to MRI/ results due to back pain with radiculopathy. Musculoskeletal: "lower extremities: limps on ambulation with more strength on the right side. Lle flexion is +3/5 and rle is +5/5". On (B)(6) 2013, patient called for medication refill. On (B)(6) 2013, patient called due to pain. On (B)(6) 2013 patient presented for an office visit due to hypertension, chronic lower back pain and lle weakness from this, and depres sion/anxiety. Musculoskeletal: lower extremities: "rle: no pain on faber nor fadir. Lle: pain on fadir, less so on faber. No pain on slr on right but some on left." On (B)(6) 2013 patient called due to pain. On (B)(6) 2013, patient called for medication refill. On (B)(6) 2013 patient presented due to low back pain radiating down both lags, left worse than right, with numbness since surgery. No known injury. Impression: post-operative changes with enhancing granulation tissue mast prominent on the right at l3-4. On (B)(6) 2013, patient called for medication refill. On (B)(6) 2013 patient called for medication refill and currently had the following problems: back pain with radiculopathy and asthma. M usculoskeletal back: unable to flex more than 20 degrees, nontender, and no gross abnormalities. Pain bilaterally on fadir and faber as well as slr bilaterally. On (B)(6) 2013 patient called for medication refill. On (B)(6) 2013 patient presented for an office visit, he had having a hard time urinating. On (B)(6) 2013 patient called for medication refill. On (B)(6) 2013, patient called for medication refill. On (B)(6) 2013 patient called for medication refill. On (B)(6) 2013, patient called for medication refill. On (B)(6) 2013 patient presented for an office visit due to djd, lumbar spine+ hyperchol + htn (B)(6) 2013 patient called for medication refill. On (B)(6) 2014 patient presented for an office visit due to compression fracture, spine. On (B)(6) 2014, patient called for medication refill. On (B)(6) 2014 patient presented for an office visit. On (B)(6) 2014, patient called to office for medication refills. On (B)(6) 2014 patient presented for an office visit. On (B)(6) 2014 patient presented for an office visit due to sciatica, left worse than right + anxiety and hypertension (B)(6) 2014 - patient called to office for medication refills. On (B)(6) 2015, the patient presented for radiological examination and follow up. Impression : tendinosis distal rotator cuff with partial thickness tearing that is low grade. Inflammation of the tendom sheath of the long head of the bicep with (B)(6) 2015: patient went for an office visit for shoulder pain.

Event description:
It was reported that the patient underwent a posterior approach spine fusion surgery on the lumbar region of his spine from l3 to s1 using rhbmp-2/acs on (B)(6) 2012. Sometime postop, the patient began experiencing severe radiating pain and numbness in his hips and weakness in his legs. On (B)(6) 2012, the patient reportedly underwent a revision surgery to remove extruded bone graft material that compressed the spinal thecal sac. Following a severe inflammatory response, the bmp material reportedly leaked into his spinal canal causing bone destruction and migration of his bone graft. The patient continues to experience severe and unrelenting pain that radiates into his lower extremities. He suffers from numbness and burning down through her legs along with sharp electric shocking pains. The patient also suffers from increasing weakness in his legs that makes most positions highly uncomfortable with worse pain upon standing or walking.

Manufacturer narrative:
(B)(6). (B)(4).

Event description:
It was reported that the following medical condition(s) and symptoms led to the fusion treatment of the patient: lumbar disk degeneration and herniation; lumbar stenosis; acute lumbar radiculopathy causing back pain. From 2000-2006 and (B)(6) 2012, the patient reportedly presented to two different healthcare providers for treatment of back pain; similarly, from 2002-2006 for spinal injections; and from (B)(6) 2012 for lumbar disk degeneration and herniation, stenosis, radiculopathy. It was reported that subsequent to the fusion surgery, the patient experienced the following injuries (including but not limited to): extreme pain, bladder incontinence, nerve injury, radiating leg pain, additional surgery to correct with problems caused by infuse, depression and anxiety. The patient reportedly continues to experience: extreme pain, numbness, parenthesis in left thigh; itching, burning, and stabbing pain in left leg with shocking pain in left foot; pain while standing and sharp pains when walking; numbness in left hip and knee; difficulty walking due to pain; bladder incontinence; depression, and anxiety. It was reported that (B)(6) 2012: the patient underwent MRI of lumbar spine due to back ache. Impression: lower lumbar spondyloarthropathy with right paracentral disc herniation at l3/4 that impinges right sided nerve roots and creates significant central stenosis, and disc bulge at l4-5 also resulting in central stenosis. On (B)(6) 2012: the patient underwent x-ray of lumbar spine due to back ache. On (B)(6) 2012: the patient presented with pre-op diagnosis: lumbar disc degeneration and herniation; lumbar stenosis; acute lumbar radiculopathy. Procedure performed: l3-s1 facet fixation arthrodesis; intraoperative neurological monitoring; decompressive lumbar laminectomy, half of l3-l5 with lateral recess decompression and medial facectomies at l3-4, l4-5 and l5-s1, bilateral; foraminotomies from l3-s1; right l3-4 diskectomy; interbody fusion using mosaic and rhbmp-2/acs at the l3-4 level; posterior lumbar fusion using mosaic and rhbmp-2/acs; implantation of duragen to minimize scar formation. Per-op notes: pivot holes were drilled across the facet joints at l3-4, l4-5 and l5-s1 bilaterally. Those were then tapped and a 25mmx4.5mm dia titanium screws were used to transfix the joints resulting in immediate stabilization and arthrodesis. After that, decompression was carried out. Evidence of focal and lateral recess was seen at the l4-5 junction with foraminal stenosis at l5-s1 level. There was big conglomeration of epidural veins which were dorsal to thecal sac. These were coagulated with bipolar coagulation. The thecal sac was the mobilized from the lateral recesses and medial facectomies at l3-4, l4-5 and l5-s1 nerve roots were performed. Dissection at the l3-4 level on the right side was then performed. A complete foraminectomy of the l3 nerve root was then performed. Hemostasis was then secured using thrombinized gelfoam pledgets and bipolar coagulation. A right posterior discectomy was then performed. An interbody fusion at l3-4 level on the right was then performed using and rhbmp-2/acs soaked in to mosaic bone graft extender. And rhbmp-2/acs soaked in to mosaic bone graft extender was then packed over the decorticated areas to complete fusion. On (B)(6) 2012: the patient underwent x-ray of lumbar spine due to back ache. Impression: postoperative changes at l3-4 and l5-s1. No acute abnormality. No subluxation. On (B)(6) 2012: the patient underwent MRI of lumbar spine w/wo due to back pain. Impression: post-operative changes. There is recurrent and/or new large right paracentral disc extrusion at the l3-l4 space which creates significant spinal canal stenosis. Postoperative epidural fluid at l4-l5 was noted. The patient underwent electromyography and nerve conduction study for pain and paresthesia in the left anterior thigh and occasionally into the right anterolateral thigh. Impression: bilateral l5, s1 and left s2 nerve root lesion involving posterior primary rami only; no evidence of peroneal nerve compression at fibular head or peripheral neuropathy. On (B)(6) 2012: the patient underwent x-ray of lumbar spine due to disc exploration. On (B)(6) 2012: the patient presented with pre-op diagnosis: re-herniated lumbar disc; lumbar radiculopathy. Procedure performed: re-exploration of lumbar laminectomy; removal of extrude graft on the right l3-4 level; right l3-4 foraminotomies; left l3, l4, l5 foraminotomies; implantation of duragen to minimize scar formation. On (B)(6) 2012: the patient underwent x-ray of lumbar spine due to follow up on back surgery, low back and bilateral leg pain. Impression: previous laminectomy at l4 and l5 and facet screws at l3-4, l4-5 and l5-s1. No subluxation b/w flexion and extension. On (B)(6) 2012: the patient underwent x-ray of lumbar spine due to low back pain. Impression: post-operative changes. On (B)(6) 2013: the patient underwent x-ray of lumbar spine due to chronic back pain. Impression: postoperative changes with facet screw l3-l4 to l5-s1 levels. No fracture or dislocation or slippage was seen. Mild degenerative changes. On (B)(6) 2013: the patient presented for initial evaluation and management. Diagnosis: displacement of lumbar invertebtal disc without mylopathy, disturbance of skin sensation. On (B)(6) 2013: the patient underwent caudal epidural. On (B)(6) 2013, (B)(6) 2012: the patient presented for an office visit. On (B)(6) 2013: the patient presented for a follow up on back pain. Assessment: back pain, lumbar radiculopathy. The patient underwent CT of lumbar spine w/o due to back pain and numbness from left hip or left knee. Impression: post-operative changes at l3-l4 to l5-s1. Moderate asymmetric disc osteophytes at right posterior lateral and foramina region of l3-l4 level causing moderate spinal stenosis and moderate to severe compromise of the right neural foramina and encroachment of exiting right nerve root. Moderate disc protrusion at l4-l5 level causing moderate spinal stenosis and moderate compromise of the bilateral neural foramina with mild encroachment of exiting right nerve root. On (B)(6) 2013: the patient presented for a follow up. Assessment: hyperlipidemia, spinal stenosis, lumbar.

Manufacturer narrative:
(B)(6). (B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.